Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt had revision surgery in 2007 due to an infection at the site of the cochlear implant incision (reported on 6000034-2007-00391). Following the surgery, the pt reported feeling pain during stimulation of the cochlear implant. Testing done in the clinic showed multiple open circuit electrodes. Deactivation of the shorted electrodes in the pt's sound processor program did not alleviate the problem. Results of an integrity test done approx two months later, were consistent with normal receiver/stimulator function. Results of a CT scan (date not provided) showed the electrode array was outside of the cochlea. Explantation/reimplantation surgery had not been scheduled at the time of this report.